Event description:
On (B)(6) 2012, a company representative met with the patient and was able to resolve the issue through troubleshooting. It was found that the physician was leaving his handheld plugged in and was attempting to interrogate the patient with the wand held 0.5 to 1 inch away from the chest. Once the correct interrogating techniques were discussed with the physician the patient was easily interrogated with the physician's handheld. A battery life calculation was performed which showed 9.84 years remaining until neos=yes.

Event description:
It was reported by a physician on (B)(6) 2012, that he was unable to interrogate a patient during a follow- up appointment. The physician explained that the patient had come into his office on (B)(6) 2011, and at that time he had attempted check vns device, but it would not interrogate. The physician indicated that he assumed it was the wand battery, or the handheld just need to be charged at that time. He sent the patient home on that date. On (B)(6) 2012, patient returned. The wand battery had been replaced, and handheld was fully charged prior to the meeting with the patient. Again, they could not interrogate the device. The physician did not know what the problem was and no troubleshooting could be performed as the patient was not in the office. This is the physician's only vns patient, so he has not been able to attempt interrogation on another device. Attempts for additional information and troubleshooting have been unsuccessful to date.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.